Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: when the phlebotomist was drawing the patients blood they put the first tube on the needle and it came apart from the vacutainer scraping the patients arm a little bit. The phlebotomist wrapped the patients arm and advised them to ice it in case bruising occurs.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for hub / collar separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub / collar separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: when the phlebotomist was drawing the patients blood they put the first tube on the needle and it came apart from the vacutainer scraping the patients arm a little bit. The phlebotomist wrapped the patients arm and advised them to ice it in case bruising occurs.